Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. Under the guidance of a clinician, the luer connection of the returned unit was properly tightened and the unit was functionally tested. The conplaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were identified. The device history record was reviewed, and no exception documents were identified.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a diagnostic selective coronary angiogram [sca] procedure, air was accidently introduced into a male patient's coronary artery. The physician had successfully acquired right retrograde femoral artery access and had negotiated the patient's aortic root under fluoroscopy with a guidewire and guide catheter to successfully cannulate and opacify the native coronary vessels for diagnostic imaging. During the procedure, an air embolism may have been accidently introduced from the manifold and injected into the patient's coronary artery. The patient became hemodynamically unstable. A code was activated and emergent acls/bls hospital protocols were initiated. The lifesaving attempts were successful. The patient was transferred to ICU for continued observation without any additional consequences to report.